Manufacturer narrative:
(B)(4). The investigator had been unable to definitively rule-out a causal relationship. (B)(4).

Event description:
Hospitalization for acute deep vein thrombosis. Pt is a (B)(6) male (B)(6) with a history of aml who at the time of this event, was 97 days s/p reduced intensity, matched unrelated donor transplant for aml. He received etanercept from (B)(6) 2010 for gvhd prophylaxis as part of this (B)(4). Ecp treatment was started on (B)(6) 2010. He has received 9 treatments to this date; the last one being (B)(6) 2010. On (B)(6) 2010, the pt called to report left leg swelling, the pt reported new onset swelling to left calf upon walking. The pt was advised to be evaluated asap for possible dvt. The pt stated that he would go locally that morning to have it checked. He was found to have acute dvt. The pt stated that he was hospitalized at an outside facility for 2 days. As of (B)(6) 2010, the pt was now home and on lovanox injections per local pcp. He reported that left leg is significantly improved. The investigator's causal relationship to (B)(4) ecp treatment - possibly related. In my opinion, the dvt was an expected event related to cancer treatment and/or bmt. However, it is our clinical (B)(4) practice to consider (B)(4) possibly related to (B)(4) treatment, even if this is not likely, as there could be unk connections between treatments like ecp complications.